Manufacturer narrative:
Product complaint number # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: please send lot number when available .---unk. Device return status?---sample was returned to local facility via sf1406815214129, will be returned to franchise in a few days. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that one empty opened folder, one detached needle and one suture that pertains to product code w3709 were returned for analysis. After investigation of the sample short insertion was observed in the strand, and that visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement, this defect is caused because the suture was not correctly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that short insertion was observed in the strand, and that visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. It was reported that a patient underwent an unknown procedure on (B)(6) 2022. During preparation for the procedure, the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.